Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a surgical procedure on (B)(6) 2025 (3006705815-2025-03710), one lead was found migrated. As a result, both leads were explanted and replaced to address the issue. Therapy was restored post-operation.